Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with no physical damage. The event history log (ehl) was reviewed and there was a "system fault 45,985" error. The reported issue was able to be duplicated. The error 45985 was found at least 3 times in the ehl and is due to a failed l1 inductor on the pwa board. The pwa board will be replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump produced a ec45985 alarm. No patient injury or complications were reported in relation to this event.